Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a return of pain.  The rep programmed the patient 2x since his implant and taken him through 4 weeks of evaluation on dtm groups. This last two weeks, group a has not provided any benefit, group b gives him diarrhea and group c is causing cramps in both legs. The rep conducted his trial <(>&<)> he had really good results. Although leads look good anatomically from the flouro pic, he is not getting much on his right side except at the bottom of r lead. The rep wants to do some careful examination with bipoles down each lead, but it seems they may want to consider lead revision. Initial impression; remove left lead and put in another lead to the right of r lead. Moving to lead revision. Exhausting programming options per md request. The issue is ongoing at this time. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2022, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep) on 2023-01-18. On (B)(6), surgeon teleconferenced the pt for revision. On (B)(6), they had a revision, moving l lead to r. On (B)(6), poa: dtm programmed in. Patient asked to evaluate three groups. On (B)(6), the patient notified the rep that no groups were providing relief and some were providing side effects of too much stimulation. Rep met with patient on (B)(6) to reprogram with paresthesia mapping; had coverage in mid and low back, which seemed promising, however, lack of relief continued as well as overstimulation side effects. They switched from group a to group b and while no side effects, still got no relief. Rep met with patient again on (B)(6) to re-program which led to yesterday when the pt informed the rep that while he now was getting perhaps 15% relief, it was not like his trial and relief wanes as he is upright and moving. Rep personally programmed his trial and knew they had far superior relief. Rep notified both the patient's pain management physician and surgeon that the rep believed they had exhausted all non-operative programming options, and that they might consider a lead revision to medialize the right lead, as it seems to be giving nerve root stimulation rather than dorsal column. Additional information was received from a rep on 2023-02-08. Rep met with the patient one last time yesterday to provide a dtm like solution that will bring him relief, that is consistent with his trial which he rated at greater than 80%. Rep has kept both trailing physician and surgeon updated on their attempts to reprogram and bring relief to the patient. Yesterday was the final attempt at a non-surgical intervention. The patient does have an appointment with the surgeon this coming tuesday and this should be long enough for him to evaluate if this last attempt will replace the need to relocate his right medial, which was previously relocated, however, too lateral as it currently provides only nerve root stimulation which has uncomfortable side effects. Rep will reach out to the surgeon to see if he would like the rep to be at the surgical consult. Plan will most likely be to relocate right lead more medial giving right sided coverage without nerve root stimulation. The patient prefers paresthesia-free stimulation and that is how he was trailed. Additional information was received from the rep on 2023-02-13. Rep reported that the patient has been through multiple iterations of reprogramming, with both ews and dtm. Patient did not like perception of stimulation. He was scheduled to see his surgeon tomorrow to evaluate lead revision to move right lead more midline as current location gives only nerve root stimulation with uncomfortable side effects.

Event description:
Customer discarded lead. There was no allegation of performance, just location being too lateral. Patient was readmitted to the hospital for dizziness, nausea. He did complete cycling tylers programs today. Today was his day off. His wife, (B)(6), informed me that he had CT scans. They are working him up to find out. What is the issue. He still comments that group a provided the best relief for him, much like the trial, although he cannot get up and really give it a true test. Rep called to check on patient. Spoke to him and his wife. His wife informed me that he was hospitalized last saturday and his neurosurgeon had an MRI brain scan and lumbar scan, that were inconclusive. He is at home resting. Relief from a stimulator seems to be secondary, as his major concern now is still, headaches and dizziness. He is going to see his pain management pa on monday and his neurosurgeon the following monday, 3/20 and 3/27 respectively. His stimulator is currently off. Asked him to ask pa if he thought advisable that he return to group a and evaluate, if he has back pain, but he states that as he¿s not up and about too much and only ambulating from bed to recliner, he has not had much of a need for his stimulator, and it remains off. Patient was seen on monday 3/20 by his pain management physician. His daughter, (B)(6) informed me on tuesday 3/21 that he was hospitalized monday evening. Apparently the conclusion now is he became disoriented due to the pain medication. Upon arrival at (B)(6) hospital, a chest x-ray was done which noted pneumonia in left lower lobe. So perhaps fortuitous! He was hospitalized. Received a course steroids <(>&<)> antibiotics, and was dc yesterday. He called me this am to update me <(>&<)> discus his stimulator. He thinks it¿s working well, but he hasn¿t really been up <(>&<)> around to give it a reasonable test. He also states that the hospitalist has now put to his records that he is not a candidate for any sort of narcotics. He sees his surgeon tomorrow, monday, 3/23 and his pain management physician, thursday, 3/30. I will be at the thursday appointment and have already text him to notify him of what I learned today. This complete report, which is long (chronologically: trial 10/12), but relatively short, incidentally. The overall verdict on whether or not, he had a csf leak, he states, is still inconclusive. His lead seem to be located appropriately to give h im relief, similar to trial, but that verdict is still inconclusive base on lack of activity.

Manufacturer narrative:
Continuation of d10: product ID: 977a260. Serial#: (B)(6). Implanted: (B)(6) 2022. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Patient will be scheduled for lead revision, after multiple reprogramming attempts to bring relief that he received during trial have failed. Patient does not like paresthesia based stimulation. Therefore, he likes it to be below perception, as he had an 80% pain relief experience at trial with this approach with dtm algorithm and is trying to recapture additional information was received from the manufacturer representative (rep). It was reported that the patient reached out to the rep about poor balance, headache, dizziness, diarrhea. His unit is still not on per protocol the rep suggested he contact surgeon pcp. Told him to try to lay flat for a bit drink caffeine, but not sure if that could be an issue. Did text surgeon about issue recommendations. He is to be seen programmed next friday, when wounds healed - 14 days. Additional information was received from the manufacturer representative (rep). It was reported that the patient went into the hospital because they were feeling nauseous and vomiting and having some dizziness. Medical personnel are speculating a possible dural leak additional information was received from the manufacturer representative (rep). Additional information was received from the manufacturer representative (rep). It was reported that the patients therapy was initiated. He calls to report nearly 100% pain, relief, greatly improve sleep, and ability to ambulate. This is only 24 hours post dtm initiation after revision. This result is better than his trial. Speculation now is that he probably had a csf leak that has remitted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep saw the pt yesterday and conducted paresthesia-based stimulation with simple bipoles up and down each lead. He feels all left-sided simulation until therapy is turned up strong that he perceives some right side in certain areas of leads. Converted him to hd and gave him 3 groups to evaluate. Additional information was received from the manufacturer representative (rep). It was reported that the patient was seen and they conducted a series of simple, bipolar to test to see if he perceives anything on the right side. All bipoles on both electrodes are either all l or dominant left with very little right side coverage. Spoke to the pt today and he said that after cutting the ews down to 75% of perception from supine level. He felt like there was help on his left side but still no response from his right side and that is his dominant side of pain. Reviewed x-rays with hcp this week and had noted that patient may be approaching possible revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via rep on (B)(6) 2023. Rep was continuing to follow up with pt now that they're out of the hospital. Pt went through group a & said he had about 80% relief when sedentary, but only about 40% when active, and in a forward lean position, such as for shaving. Group b was only 30% at best, but no side effects. Group c gave him more than relief than b, but not as much as a, but side effects, described as hot & uncomfortable feet, so they reduced his prime, which is the lower programming set, and today are reducing his base (upper). All calculations were programmed on the r lead, exactly like during his trial. He seemed to be very sensitive to stimulation. When programmed, he does feel it in his back & lead position seems to be very good. He said he is trying to remain active and is working on his core which may have weakened through all of his ho spitalizations and being sedentary. They will complete c today, turn off for a day & return to a on sunday. Pt does not like the sensation of paresthesia, but does like the relief he got from the trial. Additional information was received from the rep on (B)(6) 2023. Rep spoke with the pt and pt said he had turned his stimulator off last tuesday because he felt like his toes were starting to curl. Pt said he went into the hospital on friday because he was just feeling tired, headaches and disoriented. He was just released today and was back home after 48 hours. They said he was dehydrated. He did not think so. Through his whole ordeal pt said he¿s lost 30 pounds and was down to 195. Rep asked if he wanted to try and re-initiate their therapy. Rep said to think about it and that they might try on tuesday. Pt said he doesn¿t have much back pain, as he¿s not very active.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.